Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 577131.

Event description:
It was reported the patient experienced a loss of feeling in her right leg with severe pain around the abdomen after being implanted with the spinal cord stimulation (scs) system. The patient returned to the hospital where the entire system was removed. During the procedure, the physician found a hematoma around the paddle lead and noted some blood clotting. The patient did well postoperatively. The explanted devices were disposed of by the facility; therefore, physical analysis could not be performed in our laboratory.